Manufacturer narrative:
Analysis was able to confirm the customer comment of the output connector to be broken. It was also noted that the hanger assembly, upper case were broken, the lower case is dented, the main seal is damaged as well as the encoder assembly and four knobs are contaminated. Lastly, the display flex was creased but functional replaced as a preventative. All found defective parts were replaced and all other identified issues were resolved.the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the connector block of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement recorded with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator (epg) needed repair. The product has not been received into service. No patient complications have been reported as a result of this event.